Event description:
A customer reported using cidex opa solution after its expiration date of november 2015, and the scopes were released but later recalled. There is no reported patient injury. It is unknown whether or not the cidex opa solution was tested for the minimum effective concentration (mec) of 0.3% before use. However, the instructions for use (IFU) of cidex&#59407;pa state the product must be discarded after the expiration date on the bottle even if the test strip indicates a concentration above the mec. This event is being reported since the scope cannot be guaranteed to have been high level disinfected.

Manufacturer narrative:
(B)(6). Method: actual device not evaluated. Conclusion: failure to follow instructions. Asp investigation summary: the investigation included a review of the batch history record, complaint trending, system risk analysis (sra), visual analysis, functional analysis and retains analysis. The batch history record was reviewed and no anomalies were identified with the processing of this batch that would have affected the functional specifications of the product. The supplier was not notified as this was not identified as a manufacturing or functional issue. Complaint trending was reviewed from 07/30/2015 to 01/26/2016 and trending was not exceeded. Retain testing was not performed as the lot was expired and the issue was not identified to be a manufacturing or functional issue. The sra was reviewed for exposure to biohazardous, pathogenic, or infectious material and is considered to be "low". Visual analysis was not performed as the product was not available for return. Functional analysis was not performed as the issue was not identified as a manufacturing or functional issue. The assignable cause of the issue is misuse of the product. The customer stated cidex® opa solution was restocked by their logistics department. It is unknown how long the facility's logistics department had the cidex® opa solution in their possession before supplying the end users with it because cidex® opa solution is sold to customers through third party distributors. Asp made several attempts to obtain additional information regarding the distributing company, but was unsuccessful. A customer letter is being sent providing proper use of the product. The issue will continue to be tracked and trended.